Manufacturer narrative:
It was reported that no eye guard was used. The employee flushed her eye for approximately fifteen (15) minutes. The doctor took the employee to an eye clinic where the employee was given eye drops. The symptoms subsided after flushing the eye and using eye drops. To date, the employee is doing fine. The product involved in the alleged incident was not returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the product was released within specifications and acceptable parameters.

Event description:
A doctor alleged reported that an employee had experienced a reaction with symptoms of burning, redness and swelling of the eye after metricide 28 had splashed into her eye.

Manufacturer narrative:
The product was not returned and no lot number was provided; therefore, no DHR review was done.